Event description:
A caller reported a malfunction on the pump, specifically identified as code malf 12. There was no adverse impact to the customer's blood glucose level. Customer technical support provided instructions for resetting the pump, assisted the caller in successfully resetting it, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues reoccurred.